Event description:
A malfunction was reported for a pump identified with malfunction code malf 16 in denmark, and the customer was informed that the pump needed replacement. There was no information on whether the issue affected the customer's blood glucose level. The technical support team arranged for the pump replacement, confirmed the customer's shipping address, and provided instructions for returning the problematic pump. The customer declined to share information about the type of backup therapy that would be used.